Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming attempts. The patient underwent a procedure wherein the implantable pulse generator (ipg) was replaced, and a new lead was added. The patient was doing well with good coverage postoperatively and the explanted ipg will not be returned.